Manufacturer narrative:
Device received with blank display, problem isolated to electronic assemblies. Unable to verify pump error 53 or failed battery test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software detected alarm. The customer's blood glucose value was unknown. Troubleshooting was performed. Insulin pump had failed battery alarm. The customer was able to clear the alarm and not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.